Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was analyzed and found to have teflon pad damage. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic insert with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic after successfully tested and installed to patient cart arm. The tip was broken, cannot be controlled. They needed to remove it and replace by back up instrument. The procedure was completed with no reported injury.